Event description:
The customer reported that the system would display a communication error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative ordered parts. No conclusion can be drawn, as repair information is unavailable. However, no report of patient or staff injury was reported. No further information is available.